Event description:
The customer reported that the sys would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the power line control board. The sys operates as intended.